Manufacturer narrative:
The suspect device was returned for evaluation. Further examination of the returned device identified a missing marker band. The account was contacted and they stated that an x-ray was performed to verify that none of the catheter remained in the patient. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A revew of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the physician had gained access through the patient's right common femoral artery during an endovascular aortic aneurism repair procedure. During wire and catheter manipulations, the pig tail of the catheter detached while still on the wire, within the patient's right external iliac artery. The physician was able to remove the guide wire, catheter, and catheter tip from the patient together. The physician used another catheter to successfully finish the procedure. No patient injury to report.